Event description:
The longevity was shown as less than 3 months after communication errors occurred while the device interrogation was in its sterile box.

Manufacturer narrative:
(B) (4). Evaluation: since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: reported behavior resulted from communication problems that prevented the device interrogation to be completed. Consequently, the programmer used a default value for longevity, resulting in an inappropriate warning message displayed to the user. Normal data were recovered as soon as communication was established with the implant. Therefore, the device can be distributed and implanted.